Manufacturer narrative:
Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0002648920 - 2017 - 00692. Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the surgeon had finished cementing the stem, and did a final trial with a provisional head to ensure the hip was stable. Once the surgeon was satisfied with the stability, the surgeon tried to remove the provisional 32 femoral head from the stem but it wouldn¿t release. After three considerable hits on the underside of the trial head, the entire stem dislodged from the femur. The surgeon ended up having to cement in another smaller stem and use another femoral head to finish the procedure. A 60 minute delay to surgery was reported.no further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.